Manufacturer narrative:
Based on the claim against the product by the customer noting the clip keep falling off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain the clip through engagement but could not release the clip as commanded. The complaint regarding the clip kept falling off was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additional observation(s) not reported by site: the instrument was found to have a bent grip and the tip does not align with the other grip. Blank MDR fields: the missing patient information in section b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the liga clips kept falling off the medium-large clip applier. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: after loading the clip applier, it was moved toward the target tissue and dropped the clip inside the patient while attempting to apply the clip. The jaws were off and not closing correctly. The customer removed the clip with a grasper instrument. There was no harm to the patient. The customer stated that the three clip appliers all encountered the same issue in the same case.